Event description:
Additional information was received indicating that the right atrial (ra) and right ventricular (rv) leads were capped and replaced to resolve the event.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-04290. During a follow-up, it was noted that there were episodes of noise that resulted in oversensing on the right atrial (ra) and right ventricular (rv) leads. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information was received indicating that a surgery was performed to address the right atrial (ra) and right ventricular (rv) leads.